Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 507645 implantable pacing lead implanted: 2013-(B)(6), product ID 693558 implantable tachy lead implanted: 2013-(B)(6), product ID d314trg cardiac resynchronization therapy defibrillator implanted: 2013-(B)(6). (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited high threshold values. The physician attempted to implant a new lv lead, however the lead could not be advanced into the desired vessel due to the patients anatomy. The existing lead was reconnected and remains in use. No patient complications have been reported as a result of this event.